Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer also reported experiencing symptoms of blurred vision, extreme tiredness and nausea. Customer stated she was treated with insulin shot to counteract her symptoms. There was no report of death or serious injury.